Event description:
It was reported that this right ventricular (rv) lead and associated pacemaker exhibited high out-of-range pacing lead impedances greater than 2000 ohms. The lead trends show an increase in impedance measurements which triggered the automatic safety switch to change from bipolar to unipolar. The device remains programmed to unipolar as the measurements have been stable. This patient does have an underlying rhythm of atrial fibrillation (af) with complete heart block. The physician will continue to monitor patient every three months. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.